Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s blood glucose level (bg) went low, value not provided. Customer required assistance getting juice and soda to address low bg. A pump data log was performed, and it was determined that the pump was delivering and terminating insulin deliveries as intended. The low bg was determined to be caused by the customer manually delivering a bolus, customer acknowledged. Recommendation was made to consult with healthcare provider regarding diabetes management.